Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported noticing fluid leaking from the cycler door after treatment was completed. The sample set has been discarded. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries, complications, or infections. The patient's effluent remained clear. The patient was not prescribed any antibiotics.